Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 12-dec-2023 h.6. Investigation summary: catalog: 442023 batch no.: 3151331 customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Returned good sample was visually inspected and tested for voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one molecular false positive for c. Tropicalis. No patient impact. The following information was provided by the initial reporter:"customer is reporting molecular false positive for product 442023 lot no. 3151331. 1 molecular patient false positive."

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one molecular false positive for c. Tropicalis. No patient impact. The following information was provided by the initial reporter: "customer is reporting molecular false positive for product 442023, lot no. 3151331. 1 molecular patient false positive."

Manufacturer narrative:
G5: PMA/510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.